Event description:
It was reported that there was a physicists descrepancy associated with mag 1 and mag 2 mode of the 7700 system. There was no report of pt injury.

Manufacturer narrative:
A ge rep performed the investigation. Adjustment to the contrast resolution was completed and brought back into spec. The system was tested and found to be working as intended and placed back into service.